Manufacturer narrative:
A2: age at time of event: 84 (units not specified). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location after closing the valve. This occurred after use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg beneath the twist clamp was observed confirming a leak through closed clamp. The reported condition was verified. The cause of the damage was undetermined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.